Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer has stimulation and the sjm rep was unable to establish communication with the ipg using replacement external devices. F/u identified the physician was to undertake surgical intervention to address the issuer at a future date.